Event description:
It was reported that three days following the implant of this artificial urinary sphincter (aus), the patient developed a scrotal hematoma. The patient is currently recovering from the hematoma.